Event description:
It was reported that during implant on (B)(6) 2017, the stylet became stuck inside the left ventricular lead. The lead was replaced and the patient was stable before, during, and after.

Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure. The lead was otherwise normal.